Event description:
The dental implant fx4008swc was removed on (B)(6) 2020 due to failure to osseointegrate 8 months and 16 days after implantation. The patient has history of alcoholism and diabetes. The doctor noted local infection and periodontal disease during explantation. The patient has recovered without complications.